Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a removed cartridge alarm occurred. Customer's blood glucose level was 125 mg/dl. Customer did not report that the cartridge had been removed. Reportedly, customer reverted to manual injections for insulin therapy.